Event description:
It was reported that an asymptomatic patient received patient notifier for non-sustained vt/vf and non-sustained lead noise episodes. P-wave over-sensing was noted via the stored egms. X-ray showed dislodged leads due to twiddlers syndrome. Subsequently decreased sensing and increased capture threshold were noted. The lead was explanted.

Event description:
It was reported that an asymptomatic patient received patient notifier for non-sustained vt/vf and non-sustained lead noise episodes. P-wave over-sensing was noted via the stored egms. X-ray showed dislodged leads due to twiddlers syndrome. Subsequently dec...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.